Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data. B5- the reporter indicated that a 12.6mm, vicmo12.6, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2020 and replaced on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.